Event description:
It was reported that during a laparoscopic procedure, air leaked with a boo sound. The devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information requested:was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?